Event description:
It was reported that the device was removed in may prior to the date of this report because it had become infected. It was removed on (B)(6) 2014. It was noted that there was a ¿ball inside¿ and apparently there was an allergy to the silk thread used. There was a huge amount of tissue that had to come out also. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3888-56, lot# v650832, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead; product ID 3888-56, lot# v643871, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension. (B)(4).